Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had malfunctioned and was damaged. It was further determined that the device was defective and the maximum cycles achieved and capacity had broken down to the minimum. It was also determined that the red led on the device was damaged by falling and device mounts were broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the indicator lamp on the charger device was flashing as soon as power module device was inserted. During in-house engineering evaluation, it was observed that the device malfunctioned and was damaged. It was further reported that the device was defective and the maximum cycles achieved and capacity was broken down to the minimum. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.